Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Treatment of an aneurysm measuring 4.15mm x 4.78mm. The patient had tortuous anatomy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline 5mm x 16mm could not be released from the capture coil and it was removed from the patient. Another device was deployed without issues. No patient injury was reported as a result of the procedure.